Event description:
The ge oec 9800 fluoroscopy system reportedly a dose rate that exceeded the state regulation of 5r/min.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system was within the state regulation spec. Physicist measurement error. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.